Event description:
On (B)(6) 2025, a patient underwent a transvenous long term dialysis catheter implantation procedure using hemostar hemodialysis catheter. During the procedure, it was noted that due to kinking of the tear off sheath, normal insertion was not possible. It was also reported that the sheath had to be removed forcibly because the patient was bleeding. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.